Event description:
It was reported that the patient experienced massive bleeding (respiratory). The patient was readmitted from (B)(6) 2019 to (B)(6) 2019 due to lung disease (respiratory failure) and bleeding. Hemoptysis occurred due to pneumonia and atypical mycobacteriosis. Hemostasis was usually obtained, but it could not be denied that it may have been promoted by wearing a ventricular assist device (vad). He had been diagnosed with atypical mycobacteriosis for some time. The patient had bloody sputum and respiratory distress around 4 am on (B)(6) 2019 and the patient visited the medical institution. Upon arrival, a decrease in percutaneous arterial oxygen saturation (spo2) was observed, and it was determined that the cause was bloody sputum due to atypical mycobacteriosis, and intubation was managed. They also had anemia and needed a blood transfusion. Blood was transfused with packed red blood cells of 560 ml. There was treatment with drugs. The implementation status of anticoagulant antiplatelet therapy and clinical laboratory test values were shown. Relieved outcome of lung disease and relieved outcome of bleeding was on (B)(6) 2019. The cause of lung disease was atypical mycobacteriosis. The cause of the bleeding was the history of lesions or diseases at the bleeding site, and the onset of bleeding was promoted when atypical mycobacteriosis and bloody sputum occurred.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remained ongoing following the event until being routinely transplanted on (B)(6) 2020. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Hmii lvas IFU lists bleeding and driveline, local, and pump pocket infection as adverse events that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, d4: corrections.